Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that his sugar glucose was 75 mg/dl and blood glucose was 84 mg/dl. The insulin pump has him on suspend for the last two hours and his blood glucose was 177 mg/dl. The customer's gave another blood glucose reading that was 299 mg/dl and treated with candy. The customer's current blood glucose was 347 mg/dl. The customer also states that the insulin pump states that he has a low blood glucose, but his blood glucose level is actually in 400's. The customer states that the sensors always show low and suspend with threshold suspend. Advised customer that we will have trainer contact him for additional training and assistance with sites. No further information was reported.